Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot number of the device is unknown. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
Patient experienced bleeding after biopsies were obtained during a superdimension case requiring treatment with cold saline and epinephrine. The treatment successfully controlled the bleeding and the patient was discharged to home the same day as procedure. The physician thinks the bleeding started after use of the gencut biospy tool but states several biopsy tools were used during the procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of follow-up report: 11/30/2015. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
The physician reported that the patient received intravenous fluids due to blood loss. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of follow-up report 1: 11/30/2015. Date of follow-up report 2: 12/01/2015. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
The physician reports that the patient is currently doing well. Estimated blood loss was approximately one liter. The biopsy site was a nodule in the rul and the physician did not have any difficulty navigating to the biopsy site and was able to obtain an adequate tissue sample for diagnostic purposes. If additional information pertinent to the incident is obtained another follow-up report will be submitted.